Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), and batch: 5164251/7059351.

Event description:
It was reported that the patient had an infection around the ipg site. Symptoms of pain and swelling were noted. It was also stated that the patient was experiencing inadequate pain relief. The physician believed that the infection was procedure related. The patient was placed on antibiotics and underwent an explant procedure. Additional information was received that the explanted devices were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: ni.

Event description:
It was reported that the patient had an infection around the ipg site. Symptoms of pain and swelling were noted. It was also stated that the patient was experiencing inadequate pain relief. The physician believed that the infection was procedure related. The patient was placed on antibiotics and underwent an explant procedure.